Event description:
A customer reported a system message was received after a power failure occurred during a procedure. The case was aborted and a replacement footswitch was retrieved from another site and used to complete the day's cases. Additional information was received indicating the hospital had a power surge then a power failure during the sixth case of the day. After the power was restored, issues with footswitch were noted and the surgeon was unable to complete the case. The surgeon manually removed the lens and re-inserted the lens on the following day. Additional information has been requested.

Manufacturer narrative:
The facility did not request service; however the footswitch and footswitch cable were exchanged. Information regarding product evaluation is pending. A root cause has not been determined. (B)(4).